Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 2/16/2017. Device returned to manufacturer? Yes. Device evaluation: the product is inspected by a qualified inspector using a 12x magnification. It was observed that there was a scratch on the surface of the optic. Investigation of the return sample and the condition of the return sample do not suggest the scratch was introduced during manufacturing. The reported issue was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
A scratch was noted on the intraocular lens (iol) upon removal from its packaging. No patient contact. No additional information was provided to abbott medical optics.